Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. UDI:(B)(4).

Event description:
It was reported from germany that during service and evaluation, it was determined that the handpiece device had a c-2 error code, component damaged and unintended activation/motion. It was further determined that the device failed pretest for break out box motor assessment, safety and directional control. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.